Event description:
Pt underwent bilateral augmentation mastopexy 5/28/93 and subsequent exchange of right breast prosthesis 11/30/93 with a thought of leaking right breast prosthesis. Implant was not leaking. Subsequently, pt developed enlargement and painful lymphadenopathy in the left axilla with baker grade ii to iii capsular contracture of the breast. On 8/9/94, bilateral explant revealed the left implant had aspergillus terreus growing within the left breast prosthesis and cultured from the wounds.